Event description:
It was reported that a procedure was rescheduled because a prostiva radio frequency (rf) generator flashed an error message when the handpiece was connected. The error message "replace handpiece" was read. The handpiece was disconnected and the power was cycled on the generator. The same error message was displayed. The procedure was rescheduled and the patient left the office with no injury, recovering without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the handpiece revealed no anomalies. The handpiece was plugged into a generator and the following error message was observed: "usage limit reached. Replace handpiece". The device functioned normally.

Manufacturer narrative:
(B)(4).